Manufacturer narrative:
Onsite service was not generated for this event. The customer technical support specialist (cts) assisted customer in locating loose tubing on the blood sampling valve (bsv). The customer re-fit the tubing resolving the leak and errors. (B)(4).

Event description:
The customer reported approximately 2 mls of uncontained blue fluid leaked from a coulter lh 750 hematology analyzer onto the counter while cycling patient samples. There were low vacuum error messages reported by the customer at the time of the event. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, goggles and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes.